Event description:
Breas ventilator being used in patient home. Therapist reported the ventilator was not producing a disconnection alarm when they visibly noticed that the patient was disconnected from the ventilator. When therapist arrived at the home she disconnected the patient from the vent and found the vent did not alarm.